Event description:
Customer reported a button error on his insulin pump. The buttons are not working and the numbers are scrolling by themselves. Customer's blood glucose is 150 mg/dl. Customer stated he was outside in the heat, sweating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No number ramping anomaly or scroll bar anomaly was noted.